Event description:
The patient reported feeling pain at the implant site for about six months, and it felt like the device is pulling on lead wires. Additional information was received from the clinic which confirmed the patient was seen in clinic and is being monitored for a pocket revision due to pain and discomfort. A revision will be performed at time of generator change when device reaches elective replacement indicator (eri). The function of the device and leads are stable with no performance issues. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, implantable pacing lead, (B)(6) 2011; 6945-65, implantable tachy lead, (B)(6) 1999. (B)(4).